Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any malfunction or mfg deficiency was found that would have directly caused or contributed to the customer's high blood glucose levels. An air bubble, however was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any mfg process issue or product defect. Note: the customer stated that she "did not feel the cannula go in." The pod was received with the needle fired and cannula fully extended. The insertion mechanism was reloaded and slowly advanced to firing position where it deployed as intended. No defects were found that would have caused a failure of the needle mechanism to fire - the cannula would have deployed as designed. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. "User error", therefore , is considered to be a contributing factor to the customer's reported high blood glucose levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report.

Event description:
The customer experienced high blood glucose levels "over 200" (specific levels were not provided, but are assumed to be greater than 250mg/dl) within the first four hours of activating the pod. No specific device issue was cited. She stated that she "did not feel the cannula go in." The pod will be returned for eval.